Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones due to having reached elective replacement indicator (eri). Upon checking the device, noise was noted on the right ventricular (rv) channel, but was not oversensed. The right atrial (ra) impedance measurements fluctuated from 400 to 1100 ohms, but were not out of range. The ra and rv leads were non-boston scientific. The device was later explanted for normal battery depletion. No adverse patient effects were reported.